Event description:
It was reported that while using the surgical fiber during a prostate procedure, the doctor hit an air pocket at 166,752 joules of use and burned the tip of the fiber off. The case was continued using a second fiber and the doctor fired into an air bubble (same as first fiber) and again burned the tip off at 11,303 joules of use. The case was completed using a third fiber. There was no injury reported. This report is for the first fiber used.

Manufacturer narrative:
Reference MFR. Report # 2937094-2013-00455. The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap is detached and not returned. About 0.7 inches of the heat shrink tube and the fiber jacket have melted. The fiber appears black. The fiber is broken distal to glue zone. Based on the analysis findings the fiber/cap conditions would result in forward firing. The most probable root cause of the device failure was determined to be heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.